Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush luer of the catheter fell off. During the procedure, after the left veins were ablated, the side port fell off. No excess pressure or tension was placed on it, it was reported to have just fallen off on its own. There was no air seen in the patient and no patient complications occurred. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. The catheter is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
The catheter was not returned for analysis; however, images of the device were made available for investigators. Investigators were able to confirm that in the images the luer was detached from the catheter. The most likely cause was doe to manufacturing deficiency.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush luer of the catheter fell off. During the procedure, after the left veins were ablated, the side port fell off. No excess pressure or tension was placed on it, it was reported to have just fallen off on its own. There was no air seen in the patient and no patient complications occurred. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. The catheter is not expected to be returned as it was discarded by the facility.